Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no reported adverse impact to customer's blood glucose. Reportedly, the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.